Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The subject device was not returned. Therefore, visual and function analysis were unable to be performed. The reported "patient vessel perforation" & "patient intracranial hemorrhage" are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication will be assigned to this event. The subject device is not available to the manufacturer

Event description:
It was reported that during the thrombectomy procedure, the patient's vessel perforated at the right middle cerebral artery(mca) inside the patient's anatomy. The medical treatment/intervention taken due to the reported event is unknown. The next day after the procedure, computed tomography scan was performed and asymptomatic intracranial hemorrhage (ich) was noted in patient. No further information is available.

Event description:
It was reported that during the thrombectomy procedure, the subject retriever caused vessel perforation at the right middle cerebral artery(mca) inside the patient's anatomy. The next day after the procedure, computed tomography scan was performed and asymptomatic intracranial hemorrhage (ich) was noted in patient. In the physician's opinion, the cause for the asymptomatic intracranial hemorrhage (ich) is unknown. There was no medical intervention reported. No further information is available.

Manufacturer narrative:
B2 outcomes attributed to ae: updated. B5 executive summary: updated. D11 concomitant products grid: added. Additional information indicated that the cause for the as reported "patient vessel perforation" event was due to the subject retriever and the cause for the other as reported "patient intracranial hemorrhage" event is unknown. There were no medical intervention and surgical delay reported to this event. The additional information received did not alter the investigation.